Manufacturer narrative:
The data logs were reviewed and analyzed. The handpiece and the system performed as expected. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. The treatment tip was returned and evaluated. The tip passed the leak test, the thermistor test and visual inspection. No dents, scratches, blemishes or dielectric breakdown was observed. No functional testing was performed due to the tip being expired and used up. A review of the manufacturing records show final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The investigation is ongoing and final results are not yet available.

Event description:
A user facility reported that a patient experienced blurred vision, eye redness and a blister on the eyeball 2 hours post thermage flx procedure. The patient reported to an ophthalmologist the same day and the nature of the injury was confirmed as extensive corneal epithelium damage, corneal stroma oedema and descemet's membrane folds both eyes, more severely on the left eye. The patient was treated with bandage, artificial tear, tobradex and timolol. However, it is also reported that the ophthalmology assessment did not find any burn and no noticeable lens/ retina change was noted for previous lasik surgery. Available pictures were reviewed by the medical reviewer and conjunctivitis is visible as well as a blister like lesion is visible in one eye. The patient was administered numbing cream to the eyelids prior to the treatment. No other treatments (besides thermage) were being performed in the same area where symptoms were reported. The patient has not undergone any other treatments in the same symptom area within the past 30 days.

Event description:
The patient has reportedly recovered with no permanent damage or scarring. An eye shield had been used for the procedure. No additional information was provided regarding the type of eye shield used. The incident occurred at about 450 reps with the highest energy level around 2-2.5. No system errors or anything out of the ordinary were observed during the treatment. The tip had been previously used. It was inspected during the treatment with nothing atypical noted.

Manufacturer narrative:
The user did not report any anomalies during the treatment. Review of the datalogs revealed the following errors: 4 - ec785 - err_treatment_tip_lifted_prematurely - 0.89%. 4 - ec78a - err_treatment_tip_force_high - 0.89%. 9 - ec78b - err_treatment_tip_force_low - 2.00%. Based on the evaluation of the datalogs and the treatment tip, the system, handpiece, and tip performed as expected. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, users must intervene to proceed. According to thermage flx safety risk assessment, corneal abrasions are possible hazards of treatment. Solta medical provides safety considerations in the thermage flx user manual when treating the eyelids. Users must follow procedural instructions, so the treatment is performed in a safe manner. Solta medical emphasizes that only plastic ocular shields with proper sizing must be used during thermage flx treatment, in order to prevent serious eye injury from the thermal effects of the radiofrequency (rf) energy used by the system. Although metallic ocular shields may be appropriate to use with certain laser treatments of the eyelids, they are not appropriate for use with thermage as metallic ocular shields will conduct the thermal energy from thermage¿s radiofrequency (rf) energy directly to the eye, causing damage. Eye shields are not provided by solta medical. The available information shows this event was most likely unrelated to the device. Users must ensure they follow procedural instructions, so the treatment is performed in a safe manner. There is not enough information to determine if the user performed this treatment in a way that could have caused the event or if damage occurred when the user removed eye shields. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factor can be determined, and no conclusions can be drawn. No corrective action is necessary at this time.